Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing of beats while the patient was in atrial fibrillation (af). Technical services (ts) was contacted, and ts discussed that the unmarked beats were falling into refractory in the current profile, given the slow rate and dissimilar amplitude of the complexes. At higher heartrates with a different profile the undersensing would not occur. The s-ICD system remains in service. No adverse patient effects were reported.